Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited noisy signals and oversensing on both right atrial (ra) and right ventricular (rv) channel during an attempted implant procedure. Both ra and rv leads are noted to be non-bsc and have normal impedance values during noise. Additionally, it was noted that there was no noise seen on the pacing system analyzer (psa). Technical services suspected the cause to be lead degradation because the noise occurred on both leads at the same time. This device remains in service and no adverse patient effects were reported.